Event description:
The micro sagittal saw was sent in for evaluation because an unknown fluid was found at the head when indexed. The event occurred during routine maintenance. There was no patient involvement; no adverse even was associated with the device.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.